Event description:
The customer reported that the system had a low ma error, then the monitors went black. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage tank was replaced and the generator was calibrated during the service call. The system was tested and found to be working as intended and put back into service.